Event description:
It was reported that a cotton fiber-like foreign body was found on ha coating area of stem. The doctor used a spare.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding foreign material involving an accolade stem was reported. The event was not confirmed. Device evaluation indicated that the reported foreign body was returned. It resembled cotton wool. The manufacturing process for the accolade stems was reviewed with the manufacturing cells and 2 possible sources of the foreign material were identified, cotton swabs and towelling. Samples of these sources as well as the returned foreign material were sent for material analysis. The report concluded: there was not a good match between the cotton swabs or the towel and the foreign material. Looking the spectrum up in the library, a very good fit was found with polyethylene. Historically, the gowns used in the clean room here in (B)(4) have been analyzed and the resulting spectra show a close fit with the foreign material. It could be expected that clean room gown material would be similar both in production facilities in (B)(4) and in surgical theaters. A device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The investigation concluded that it was not possible to identify the exact source of the foreign material but it likely came from clean room gown material. The specification for iso 8 class rooms is 3,520,000. Therefore, the returned fiber did not originate from a cleanroom in stryker orthopaedics cork and there was no evidence that the event was manufacturing related. None of these events were confirmed, no foreign material was returned to stryker for analysis.

Event description:
It was reported that a cotton fiber-like foreign body was found on ha coating area of stem. The doctor used a spare.